Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery is not lasting as long as the user would expect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 09/27/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. A leak test was performed and failed due to a leak in the cracked casing. Multiple low battery warnings were observed during testing, and the electrical current draws did not measure within specifications. The pump case was removed, and evidence of moisture ingress was found on the printed circuit board. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016-correction to brand name, model #, serial #, & PMA/520(k) #.